Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient had a surgical hernia repair. It was unknown if the hernia was pre-existing to the start of pd therapy. The cause of the hernia was unknown. Outcome for the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred on an unknown date in (B)(6) 2013. The device was manufactured in 1999. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient had an outpatient surgery for the hernia. The patient has recovered from the hernia. The peritoneal dialysis (pd) therapy was discontinued for unspecified reasons. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device event history log was performed. Upon performing this review, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external and internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct and stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient experienced a hernia. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.